Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
A patient underwent a right hip arthroplasty. Subsequently, the patient was revised for cup migration due to a possible fall.